Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose and had a bent infusion set cannula. At the time, the customer¿s blood glucose was 274 mg/dl and he said that he treated with a manual injection. He said that he had a low blood glucose of 48 mg/dl and he treated with food. The customer believes that he may have eaten too much food and that caused him to have a high blood glucose. He said that he had a low blood glucose before he had a high. The customer said that his blood glucose occurred because he over-bolused. He declined troubleshooting for the low blood glucose. He believes that the bent infusion set cannula led to his high blood glucose. During bent cannula troubleshooting, the customer stated that his sensor bent during the third day of use. He was advised to change the infusion set. The insulin pump and the infusion set will not be returning for analysis.